Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead integrity alert had triggered for the right ventricular (rv) lead having an elevated sensing integrity count and there were two episodes that showed noise which was thought to be from possible electromagnetic interference. Also it was not possible to get the r-wave to manually sense, but was successfully measured after waiting a period before retesting. It was noted there was no further noise episodes, that isometrics and pocket manipulation did not show noise and all other electrical measurements for the lead were good. The rv lead remains in use. No patient complications have been reported as a result of this event.